Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. This occurred on 3 occasions during use. The following information was provided by the initial reporter: it was reported that a foreign matter was found in the syringe. Per report; caller reported [white pieces of plastic 'or something' floating in insulin. Number of occurrences - [3]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.